Event description:
Procedure: gastrectomy. According to the reporter: the staple line was leaking and the surgeon completed it with thread. The next day, the patient was re-operated for peritonitis and septic shock. The staple line and the stitches had become loose and the patient is still in intensive care today.

Manufacturer narrative:
(B)(4). (B)(4).